Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that when the carton of the extracorporeal circulation membrane (reference be-mecc 101403) was opened, it was pierced, the sterility of the circuit is no longer ensured. No harm to any person was reported. The production history records (dhrs) of the affected be-mecc 101403 with lot# 3000318326 was reviewed on (B)(6) 2024. According to the DHR results, the product be-mecc 101403 passed the defined manufacturing and final release specifications. Further, qh 2023.02 has been initiated for the product ¿be-mecc 101403 / 701075208, v04¿. CAPA has been initiated for the reported failure ¿hole at tyvek / tyvek perforated¿ and for the reported product ¿be-mecc 101403 / 701075208¿. The root cause analysis and further actions to determine corrective measures for the failure will be performed within the CAPA. All further steps will be performed in accordance to the CAPA #889283. Based on the results, and provided photographical evidence, the reported failure "hole (perforation) at tyvek" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that when the carton of the extracorporeal circulation membrane (reference be-mecc 101403) was opened, it was pierced, the sterility of the circuit is no longer ensured. No harm to any person was reported. Complaint # (B)(4).